Manufacturer narrative:
The patient¿s date of birth was on an unknown date in an unknown month of 1969. The date of the event onset was reported as (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the bacterial peritonitis was reported as diarrhea; however, this could not be medically confirmed. The patient was hospitalized for the event. Treatment details were not reported. Dianeal therapy remained ongoing. Twenty days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.